Manufacturer narrative:
H3: the battery was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed with the returned battery. No failure was found with it while under testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735773, serial/lot #: (B)(4), ubd: UDI#: unk. A medtronic representative went to the site to test the equipment. Testing revealed that a reboot of the ups did not resolve the issue. The battery was disconnected from the ups and the system performed as intended. The batteries were replaced. The system then passed the system checkout and was found to be fully functional. The battery has been received by the manufacturer. However, analysis has not been completed at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar (spinal fusion) procedure. It was reported that there was an unexpected shutdown. The main cart shut off (monitor was black, no power button light) while the camera cart remained on. The power button on the camera cart started flashing, indicating that it was on battery power. It was reported that the system was plugged into a functional outlet at the time. The outlets were changed after the first occurrence to one that was working on other equipment to be sure. The manufacturer representative restarted the system and both carts were working for 15 minutes when the main cart shut off again. The manufacturer representative tried rebooting the systems again, however only the main cart was powered on. The manufacturer representative then disconnected the carts and tried to power on the camera cart by itself, however he was unable to do so. In the self-test, the uninterruptible power supply (ups) of the camera cart was disconnected. The manufacturer representative reconnected the carts, unplugged from wall power, and held down the power button on the main cart for 30 seconds to discharge/reset the ups. The manufacturer representative then restarted the system and in the self-test, both the main cart and camera cart ups were connected with 100% battery power. After doing the ups reset, the system continued to power down during the case, and started to power off 2-10 minutes after powering on. The site eventually aborted navigation to complete the procedure. It was noted that all lights on the ups and self-test were good. Only the main cart was powering off. There was a less than 1 hour delay to the procedure and no impact to patient outcome as a result of this issue. After the case, the manufacturer representative disconnected the battery from the ups and after 15 minutes the system had remained on.